Manufacturer narrative:
X-ray. Device evaluation summary - as received, minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect and 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Received with the valve was a host tissue of approximately 30mm in length. Leaflet 3 had a tear of approximately 10mm near commissure 1. Tissue was thickened and swollen near the tear and at the free margin of leaflet 1 near both commissures. Incidental finding: approximately 10% of the sewing ring cloth had been cut. Valve will be sent to r&d for further evaluation. Additional manufacturer narrative - the reported regurgitation was confirmed as secondary to leaflet tear. Additional device evaluation is underway, results will update when received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral bioprosthetic valve was explanted due to severe regurgitation secondary to a tear in one of the leaflets after an implant duration of eight (8) years, six (6) months. The patient presented with heart failure 5 months prior to explant. The echo showed severe mitral regurgitation with complete prolapse of the lateral leaflet. The valve was replaced with a competitor's valve. The device was sent back to manufacturer for evaluation. The patient was reported as discharged. There were no reported complications.